Event description:
It was reported that the patient had a hernia 2.5 years ago. The patient was in the hospital for prostatitis and hydroceles on (B)(6) 2014. The patient fell 25 feet from a ladder on (B)(6) 2014 and had groin pain. They put staples in the patient¿s leg from the fall. The patient was in the hospital on (B)(6) 2015 again with pain. In (B)(6) 2015, the patient started having shocking through their penis. The shocking or jolting sensation occurred about 2 months after meeting with manufacturer representatives. Ever since the patient met with the manufacturer representative they turned on the machine at 1.8, but if they went to 1.9v they felt something electrically from the component that was ¿lightning through the penis.¿ the patient had unbearable pain and nerve damage in the left testicle. It always gave impulse to the testicle and the patient was urinating every 5 minutes because stimulation was off. This started about a month or so ago and the patient called their health care provider (hcp) for a urine test. The hcp told the patient to turn it off and they did 3 ultrasounds because of this. The hcp said it could be from the fall or the hernia. The patient moved to program 4 at 1.5v and it was like it used to be. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v891124, implanted: (B)(6) 2012, product type lead. (B)(4).